Manufacturer narrative:
Date rec¿d by MFR : 27mar2019. The touchscreen was returned to philips for failure analysis. The customer complaint of an unresponsive touchscreen was confirmed. The touchscreen was out of tolerance submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On 18jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The customer replaced the touchscreen and calibrated the device. The issue was resolved and the device passed all required testing.

Event description:
It was reported that the touchscreen was unresponsive. There was no patient involvement. The event date was not specified; estimate used.